Event description:
Reporter from hospital maintenance called and alleged that there was a patient fall on this bed. Reporter alleged that the siderail was in the up position and did not completely latch. Patient fell from bed and received lacerations to their face. The hill-rom technician inspected the bed and found that the siderail latch springs were broken. These were replaced and the siderail latched as designed. He also found that the maintenance department was not performing yearly preventive maintenance as recommended in the service manual. Inspecting the siderail latching mechanism is part of the preventative maintenance procedure.